Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, the anaesthetist placed a central venous catheter for parenteral nutritional therapy for the patient as prescribed by the doctor, using the product, the anaesthetist operated routinely, the guidewire was found kinked, and could not be placed, so it was immediately withdrawn, replaced, and continued to complete the treatment." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the anaesthetist placed a central venous catheter for parenteral nutritional therapy for the patient as prescribed by the doctor, using the product, the anaesthetist operated routinely, the guidewire was found kinked, and could not be placed, so it was immediately withdrawn, replaced, and continued to complete the treatment." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one opened cvc kit for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained multiple kinks near the center of the body. The distal j-bend is slightly misshapen. Microscopic examination confirmed the kinks. The distal and proximal welds were present and were observed to be full and spherical. The kinks on the guide wire were located 343mm, 350mm, and 382mm from the proximal tip. The overall length of the guide wire measured 602 mm, which is within the specification of 600mm- 604mm per product drawing. The outer diameter of the guide wire measured 0.797mm which is within the specification of 0.788mm-0.826mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through a lab inventory 7fr catheter. The undamaged portion passed through with no resistance. Resistance was encountered at the location of the kinking. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks near the center of the body. The distal j-bend is slightly misshapen. The guidewire met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the anaesthetist placed a central venous catheter for parenteral nutritional therapy for the patient as prescribed by the doctor, using the product, the anaesthetist operated routinely, the guidewire was found kinked, and could not be placed, so it was immediately withdrawn, replaced, and continued to complete the treatment." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".